Manufacturer narrative:
The trial tibial insert cannot be evaluated for the reported breakage as it has not been returned for evaluation but rather has been retained by the hospital. Attempts to obtain the device catalog number, lot code and the device have been unsuccessful. Should the device or additional info become available this eval will be reopened.